Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, a right axillo-left axillary artery bypass procedure was performed to maintain blood flow to the left subclavian artery. Two endoprostheses were then deployed distal to the left common carotid artery. Intra-procedure imaging did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2011, a follow-up study did not reveal endoleaks. Aneurysm diameter was 60mm. On (B)(6) 2011, in six-month follow-up study, aneurysm diameter had shrunk to 58mm. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter was 58mm. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter had increased to 63mm. Endoleaks were not revealed.